Event description:
The pt became disconnected from the device, and the device did not alarm. The nellcor puritan-bennett service technician inspected the device and could not duplicate the alleged event. The unit passed extended testing. No parts were replaced. The service technician spoke with the customer regarding the event and the customer agreed that incorrect setup of the device caused the inactivation of the low pressure alarm. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.